Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire patient experienced on (B)(6) 2014. Patient 's mother stated that upon sensor deployment, sensor wire remained on the right arm of patient. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported. Patient did not adhere to user guide recommendations for sensor insertion site.

Manufacturer narrative:
(B)(4).